Event description:
The customer called technical support (ts) reporting that the device has a low leak co2 rebreathing risk (ec 1203) error message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer verified there was a code (1203) alarm message: low leak ¿ co2 rebreathing risk. The rse could not see any occlusions, but the customer was using a straight hose to a test lung and did not have an exhalation port in line. Provided the customer with the latest service manual. The rse recommended following the controls section and running the unit overnight. From the manual perform the performance verification test (pvt) and provide feedback. The customer responded to the rse and stated the unit ran for a few hours and had no issue. The unit passed the testing and was returned to the respiratory department.

Manufacturer narrative:
The customer reported that the device was being tested on a test lung. There was no patient involvement at the time the issue was discovered. The customer stated that the unit ran for a few hours and had no issue. It was determined that this error was due to a user error; the engineer had set up the circuit incorrectly. Unit passed the test and returned to the respiratory department. Therefore this complaint no longer meets reportability requirements.